Event description:
It was reported via repair work order that the bed exit was not alarming at the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed exit was not alarming at the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with revised result and conclusion codes as further investigation found there was no bed malfunction.